Event description:
It was reported that driver sleeve became stuck in the screw and that a piece of the treaded portion of the driver sleeve broke off. It was reported that this event occurred during hardware removal surgery. The broken piece was obtained and discarded. Four screws remain implanted since another driver was not available. Pt status is fine.